Manufacturer narrative:
The original (B)(4), for this product return was closed on 10/31/2014. This new (B)(4) was opened after consultation with the emergo group on the re-assessment of the MDR submission for this returned product.

Event description:
It took five (5) devices to produce a usable blood sample in the patient. The ten (10) returned samples (all had been fired) were visually inspected at 30x magnification for needle sharpness and contamination. No defects or contamination was observed. Ten (10) samples from the same lot (00275) were tested for penetration using the factory test. All passed. The spring constant measurements for the two sample sets were measured and found to be almost identical. Since the springs in this lot of product all measured in the acceptable range, penetration tests on parts from the same lot exhibited acceptable penetration, and no defects were observed in the microscopic inspection of the returned samples, the complaint of poor penetration due to defective product could not be confirmed.